Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while in use display blanked out while in use and functions stopped. When trying to power up the unit just makes a loud alarming sound. No injury was reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service. During the analysis it was determined that the cockpit failed due to a faulty service board. The main function of the device - the ventilation - was not affected by that issue and was being continued as set. After installing a new service board, loading the base image and calibrating the touch screen the functionality was restored, and a test was performed without deviation. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. A warm start sequence of the cockpit may last 45 seconds. If warm start is unsuccessful and the operation of the cockpit fails completely, the auxiliary auditory alarm of the ventilation unit will sound after 45 seconds without communication between the ventilation unit and the cockpit. This alarm is energized independently from the power supply and will last for at least 2 minutes. Since the monitoring functions are limited and the user interface is inoperable, the ventilation shall be continued with an independent device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while in use display blanked out while in use and functions stopped. When trying to power up the unit just makes a loud alarming sound. No injury was reported.